Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was admitted to the hospital for surgery due to ureteral calculi. At about 13:40 on (B)(6) 2022, the doctor opened the guide wire when performing ureteral holmium laser lithotripsy for the patient, and found that the tip of the guide wire could not be used normally. Immediately, a new guide wire was replaced to continue the operation on the patient, which did not cause any other impact on the patient. Also stated that it was found that the end of the guide wire was uncoated and the core wire was exposed.

Manufacturer narrative:
The reported event is confirmed, cause unknown. No physical sample was returned, however, a photo sample was provided. A potential root cause for this event is, "inadequate material selection, and/or bonding between layers, degradation". No manufacturing issues or non-conformances were noted that could have caused or contributed to the reported event. Based on the results of the investigation no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." "Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract." "Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval." "Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient was admitted to the hospital for surgery due to ureteral calculi. At about 13:40 on (B)(6) 2022, the doctor opened the guide wire when performing ureteral holmium laser lithotripsy for the patient, and found that the tip of the guide wire could not be used normally. Immediately, a new guide wire was replaced to continue the operation on the patient, which did not cause any other impact on the patient. Also stated that it was found that the end of the guide wire was uncoated and the core wire was exposed.